Event description:
It was stated that, the patient underwent radiation therapy to treat tumor growth or to palliate symptoms while the infusion pump was implanted. The patient received an estimated cumulative dose of 28.5-36 gy. Subsequently, the pump alarm sounded. The pump was removed and an analysis revealed damage to the electronic circuit and a depleted battery. No other details were provided. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was not possible to match this event with a previously reported event or to match any reported analysis results. (B)(4).